Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Ages/dates of birth: unknown, not provided. Genders/sexes: unknown, not provided. Dates of event: unknown, not provided. Expiration dates: unknown, as the serial numbers were not provided. Serial numbers: unknown, information not provided. UDI numbers: unknown, as the serial numbers were not provided. Catalog numbers: complete catalog numbers are unknown, as serial numbers were not provided. If implanted; give dates: unknown, not provided. If explanted; give dates: unknown, not provided. Telephone number: unknown, not provided. Device manufacture dates: unknown, as serial numbers were not provided. (B)(4). Device evaluation: the product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record review: the manufacturing record and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Literature title: hypertensive phase and its association with surgical outcomes in baerveldt implantation. Authors: sunee chansangpetch, supawan surukrattanaskul, paneeya tapaneeyangkul, visanee tantisevi. Int ophthalmol. Doi: 10.1007/s10792-017-0654-8. The publication reported early post operative (within 3 months) complications included: shallow anterior chamber: 7; choroidal detachment: 6; exposed tube: 1; wound leak: 1; hyphema: 1; vitreous haemorrhage: 1; presumed endophthalmitis: 1; exposed plate: 1. Late post operative complications (after 3 months) included: persistent corneal edema: 7; flat anterior chamber: 2; choroidal detachment: 2; exposed tube: 1; hyphema: 1; hypotony: 1; retinal detachment: 1. The 2 patients with exposed tube, one with exposed plate, and 1 with recurrent hyphema all required follow up surgery; 3 of which lost vision to no light perception. 16 patients required additional topical anti-glaucoma drugs post surgery which were subsequently tailored off; however, 4 of the 16 could not be tapered off and continued to need 3 or more medications to control the iop (intraocular pressure).